Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 2.25 x 32mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts in the proximal region were lifted and pulled proximally. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 70% stenosed target lesion was located in the mildly tortuous and severely calcified left coronary artery. A 2.25 x 32 synergy ii drug-eluting stent was advanced for treatment. However, the stent strut was found lifted. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable.

Event description:
It was reported that stent damage occurred. The 70% stenosed target lesion was located in the mildly tortuous and severely calcified left coronary artery. A 2.25 x 32 synergy ii drug-eluting stent was advanced for treatment. However, the stent strut was found lifted. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable.